Event description:
It was later reported that patient had a full revision due to high impedance. After full revision, impedance was within normal limits. Product return is not possible as facility always discards products after explant. No other relevant information has been received to date.

Event description:
Patient was referred for surgery due to low battery and possible high impedance. Information was received from the surgeons office noting that they were unsure regarding the reason for the referral and did not know about the hli. No known surgical intervention has occurred to date. No other relevant information has been received to date.